Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: 374832.

Event description:
It was reported that the patient experienced electric shocks at the pocket site when changing the amplitude after the second day of the implant procedure. The patients device exhibited normal impedance measurements. The patient underwent a revision procedure and the lead was explanted and replaced due to being broken. The patient is doing well postoperatively.

Event description:
It was reported that the patient experienced electric shocks at the pocket site when changing the amplitude after the second day of the implant procedure. The patient's device exhibited normal impedance measurements. The patient underwent a revision procedure and the lead was explanted and replaced due to being broken. The patient is doing well postoperatively.

Manufacturer narrative:
The ipg remains implanted in the patient, in service, and functioning as intended, therefore, the ipg was not returned for analysis.

Manufacturer narrative:
The returned lead sc-2352-70 serial number (B)(6) was analyzed and visual inspection revealed that the lead was cleanly cut into two pieces approximately 22.5 cm from the distal. Electrical test could not be performed due to the cut lead damage. The clean-cut damage is a result of a typical explant procedure. No other anomalies were identified on the returned clean-cut lead.

Event description:
It was reported that the patient experienced electric shocks at the pocket site when changing the amplitude after the second day of the implant procedure. The patient's device exhibited normal impedance measurements. The patient underwent a revision procedure and the lead was explanted and replaced due to being broken. The patient is doing well postoperatively.